Manufacturer narrative:
(B)(4). Date sent: 12/9/2025. D4: batch # 534d25. Investigation summary. The product was returned to ethicon endo-surgery for evaluation. Visual inspection and mechanical testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with the guide face damaged from some pockets and the anvil missing. Also, the knife was found damaged (bent at the same side of the guide face. The breakaway washer was not present and there were no staples present. When the test battery was installed the green checkmark illuminated , indicating that the device was fired and achieved complete firing stroke. No functional test was performed due to the condition of the device. Additionally, a set of photos were provided and they showed the condition of the reported event. The damage on the guide face and knife is consistent with the device being clamped over a hard object. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review: a manufacturing record evaluation was performed for the finished device batch number 534d25, and no non-conformances were identified. Additional information was requested and the following was obtained: what were the indications for surgery? Unknown. What surgical procedure was performed? Low anterior resection. Did the patient receive any preoperative chemotherapy or radiation? Unknown. What healthcare professional fired the device and what is his/her experience with the device? It was the doctor (B)(6). He is a regular user of the device. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle-b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Were there any issues with device use/firing?the firing was completed but the cut wasn't fully done. Where there any noises heard? Unknown. Were any clips used in the procedure? Unknown. Was the device fired over a hard object? No. What confirmation was received that the device completed the firing sequence? Unknown was the green checkmark visible at the end of the firing? Unknown. How many counter-clockwise revolutions of the adjusting knob were used to open the device? 4 half counter-clockwise revolutions. Was there any difficulty removing the device? Yes. The surgeon expressed it was really hard to fully open the device again. How was the device removed? By pushing the device with the hand inside the patients body was a complete transection of the white breakaway washer visually confirmed? Unknown were the donuts inspected? If so, please describe. Unknown. Were there any issues noted with staple formation? If so, please describe the shape and location. Staples were not properly formed in the part of the tissue that wasn't cutted.

Event description:
It was reported that during an unknown procedure at the moment of firing the device, it didn't cut the tissue and the shaft ended up stuck and was really difficult to take out. The surgery was delayed 10 minutes. The procedure was successfully completed. The patient ended up having an ostomy bag.

Manufacturer narrative:
(B)(4). Date sent 11/13/2025. D4 batch # unk. H6: health effect ¿ clinical code gastrointestinal system (e10). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: what were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? Where there any noises heard? Were any clips used in the procedure? Was the device fired over a hard object? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? How was the device removed? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Is the device available to be returned? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.